Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section g4. Of the initial report was incorrectly submitted. Therefore, section g4 date received by manufacturer for the initial report is being provided. The correct date is july 19, 2019.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual sample was received for evaluation. Inquiries were sent to gather detailed description and outcome of the event, including about the missing urethane piece. On october 1, 2019, ashitaka was informed that the detailed information is not available. Visual inspection revealed that the urethane outer layer on the segment approximately 1820mm-1900mm from the distal end had been peeled off the core wire over the entire circumference, where the core wire was exposed. Some abrasions were found on the surface of the exposed core wire. The fracture ends of the urethane outer layer at approximately 1820mm and at approximately 1900mm from the distal end had been elongated and seemed to have been torn off. The urethane outer layer on approximately 1215mm from the distal end had been elongated. The outside diameter of the shaft was measured on the undamaged segment and confirmed to meet manufacturer specifications. Reproductive testing was performed, and a metal torque device was attached and tightened to a current product sample of the involved product code. In this state, the test sample was pulled in the proximal direction through the torque device. As a result, the urethane outer layer was peeled off the core wire over the entire circumference; the fracture end of the urethane outer layer had been elongated. Some abrasions were found on the surface of the exposed core wire. The state of damage on the test sample was confirmed to be similar to that on the actual sample. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: do not use a meal torque device with the glidewire. Use of a metal torque device may result in damage to the glidewire. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the urethane outer layer of the actual sample was peeled off due to the actual sample having been abraded by some hard object; subsequently, when the involved catheter was passing over the damaged area on the guide wire, it became stuck on that area. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus wire was used during the procedure. The crossing catheter was used over the glidewire, and when trying to exchange the wire, it became difficult to remove. The doctor then had to remove them both together, and the wire was stuck inside the catheter. The doctor forcibly removed the wire, and when doing so the wires coating sloughed off, and was left inside the catheter. They had noticed that the wire was very tacky. The patient was in stable condition, and the procedure outcome was good. Additional information was received on 12jun2019. The type of procedure was a peripheral angiogram.